Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, lumps, tender granulomas and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine to the upper and lower lips. Since the injection, the patient has developed lumps and swelling. Patient had swelling of her upper lip and lumps in her upper and lower lips for several months. Patient was seen 8 months later and had large tender granulomas in the upper lips where the patient was injected. Patient also had a lot of swelling. The healthcare professional believes it to be an allergic reaction. There was no reason to suspect an infection. Patient was treated with hyaluronidase then again several days later. The lumps and swelling were going down. Patient is much improved and lumps are resolving.